Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements greater than 400 ohms one month post implant of the s-ICD. A message was observed in the remote home monitoring system as a result. Technical services (ts) discussed potential causes and troubleshooting options. The patient was scheduled for in clinic follow up, however, missed the appointment. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements greater than 400 ohms one month post implant of the s-ICD. A message was observed in the remote home monitoring system as a result. Technical services (ts) discussed potential causes and troubleshooting options. The patient was scheduled for in clinic follow up, however, missed the appointment. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that continued high out of range shock impedance measurements were observed in addition to large amplitude noise. Technical services (ts) discussed potential causes and troubleshooting options. It was noted that the noise was unable to be reproduced with patient isometrics and pocket manipulations. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the physician planned to schedule an x-ray on an unknown future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
This supplemental report is being filed to provide additional information that the entire system was replaced. The pulse generator was explanted but the electrode was just capped and left in place. A transvenous system was successfully implanted. There were no additional adverse patient effects. It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements greater than 400 ohms one month post implant of the s-ICD. A message was observed in the remote home monitoring system as a result. Technical services (ts) discussed potential causes and troubleshooting options. The patient was scheduled for in clinic follow up, however, missed the appointment. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that continued high out of range shock impedance measurements were observed in addition to large amplitude noise. Technical services (ts) discussed potential causes and troubleshooting options. It was noted that the noise was unable to be reproduced with patient isometrics and pocket manipulations. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the physician planned to schedule an x-ray on an unknown future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements greater than 400 ohms one month post implant of the s-ICD. A message was observed in the remote home monitoring system as a result. Technical services (ts) discussed potential causes and troubleshooting options. The patient was scheduled for in clinic follow up, however, missed the appointment. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that continued high out of range shock impedance measurements were observed in addition to large amplitude noise. Technical services (ts) discussed potential causes and troubleshooting options. It was noted that the noise was unable to be reproduced with patient isometrics and pocket manipulations. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.